Manufacturer narrative:
Device evaluation: six devices were received and evaluated for the device fell off event complaint. All devices were received and inspected; due to the adhesive foam pad used condition, the original adhesion properties could not be verified. The complaint about these devices could not be confirmed.

Event description:
The patient reported that their v-go 20 device did not hold while showering. It was reported that the device is available for return to the manufacturer for evaluation.